Manufacturer narrative:
H3 other text : device returned but not yet evaluated

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device showed service required message of e-200. The patient has passed away. Medical intervention was not specified by the patient. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted this complaint as a part of recall. There were no evidence found that refers the complaint to a part of a recall. The updated or correct "describe event or problem" should be - the manufacturer became aware of a dreamstation auto CPAP showing service required message of e-200. The patient has passed away. Medical intervention was not specified by the patient. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported as, the manufacturer became aware of a dreamstation auto CPAP showing service required message of e-200. The patient has passed away. Medical intervention was not specified by the patient. In this report, box b: adverse event or product problem (describe event or problem) as the manufacturer received information that patient has passed away. Medical intervention was not specified. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.